Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent became dislodged during preparation, prior to use. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with out any blood visible. There was contrast visible in the inflation lumen. The stent implant was not stationary on the balloon. The stent implant was returned dislodged from the sds. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp markers on the balloon between the markers. There was no damage noted to the sds. The stylet and protective sheath were not returned. A laser micrometer was used to measure the outer diameter's of the stent implant. All of the measurements were oversized. The measurements did not meet manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the stent became dislodged during preparation, prior to use. Analysis confirmed that the stent had dislodged from the balloon. The loosely folded balloon and presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis. Crimp markers were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. There was no damage noted to the stent. All online testing for the lot in question met stent dislodgement/stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. There is no indication of a manufacturing quality issue. The lot the lot history records were reviewed and there were no non-conforming material reports issued for this lot. This MDR is considered closed by the product performance group.